Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician's office the patient passed away, during the night, due to a seizure. The patient was found at home in his bed, face down in the pillow, and they believe he suffocated during the night. The patient's vns generator was on and working. No diagnostics were performed during the patient's last visit. The physician stated they do not believe the vns was the reason for the patient's death. The vns is not expected to be returned for analysis.